Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 24) occurred while at home. The alarm was ultimately cleared and insulin deliveries were resumed. Customer's blood glucose level was 274 mg/dl.